Event description:
On (B)(6), 2023, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying an error message of ¿error 4¿ the complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after the medical surveillance specialist reviewed the call recording. The patient reported that the alleged error message keeps appearing since (B)(6), 2023, at an unspecified time. The patient informed the agent that approximately from (B)(6), 2023, she started feeling ¿lightheaded¿ for weeks. The patient manages her diabetes with unspecified insulin (self-adjuster) and during review of the call the mss noticed that the patient stated that she stopped taking her insulin before food because she was unable to check her blood glucose levels. The patient added that she ¿fainted¿ on (B)(6), 2023, around midday and her roommate found her on the bathroom floor. That same day, the patient was hospitalized and diagnosed with ¿diabetic ketoacidosis¿. The patient stayed at the hospital for 8 days and was treated with saline IV fluids, initially 2 units of short acting insulin and where this was found insufficient, another 8 short acting units insulin were administered. The patient claimed that before treatment a blood glucose reading of in the ¿220¿s mg/dl¿ was obtained on a hospital meter on (B)(6), 2023. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and the issue remained unresolved during troubleshooting. The cca established that the error message was caused by the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began and the patient reportedly received hcp treatment for an acute high blood glucose excursion.

Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.